Event description:
It was reported that the 9800 sys had no image on the monitor during a case. This happened during a thunderstorm and it was reported that the sys had a power surge. The 9800 sys had power surge. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The svc call was cancelled by the customer. A follow up report will be filed when add'l details become available.